Event description:
Customer reported to beckman coulter, inc. (Bec) that the synchron lxi 725 clinical system (lxi #1) generated erroneous glucose results. Customer reported the erroneous results were not reported out of the laboratory. Customer reported they repeated the samples on the other lx 20 system (lxi #2). Customer reported the results generated by lxi #2 were reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the glucose modular reagent syringe, cleaned the glucose electrode and performed alignments.

Manufacturer narrative:
Evaluation results: glucose module.